Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection set have missing needle components . Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for pre-activation of the IV needle retraction (prior to use) for the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for pre-activation of the IV needle retraction (prior to use) with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction/ cancel: this pir was was registered for pre-activation/premature activation. Pre-activation is not a reportable malfunction. The issue for leakage was captured on a separate MDR = 1024879-2018-00137. It has been determined that this complaint has been over reported.